Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via telephone regarding a female consumer (age not provided) who used a thermacare menstrual 8 hr heat wrap. On (B)(6) 2023, the consumer topically applied the heat wrap before boing to bed. She set her alarm to wake up 7 hours later to take the heat wrap off. Approximately 3 hours prior to the alarm, she experienced burning, redness, and had blisters. When she took the heat wrap off, a part of a blister came off and her skin was open. The wrap was noted to be very hot when she took it off. For treatment she rinsed her skin with water. She noted her medications had nothing to do with this and the cloth of the product was different from prior heat wraps. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports burning, redness, and blisters. The cause of the consumer reporting burning, redness, and blisters is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.